Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device underwent radiation. Noise was observed on the right ventricular (rv) channel and was not being oversensed. A short run of ventricular tachycardia (vt) in an episode showed noise again, which was not oversensed. Intermittent atrial channel oversensing of ventricular signals after most of the biventricular paces was observed. Technical services (ts) discussed a rv lead issue was not suspected as the noise was not being oversensed and the radiation was not likely to have impacted the lead. All the lead impedance trends showed a gradual decrease remaining within normal range. Ts discussed programming optimization and rv lead testing in clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient with this device underwent radiation. Noise was observed on the right ventricular (rv) channel and was not being oversensed. A short run of ventricular tachycardia (vt) in an episode showed noise again, which was not oversensed. Intermittent atrial channel oversensing of ventricular signals after most of the biventricular paces was observed. Technical services (ts) discussed a rv lead issue was not suspected as the noise was not being oversensed and the radiation was not likely to have impacted the lead. All the lead impedance trends showed a gradual decrease remaining within normal range. Ts discussed programming optimization and rv lead testing in clinic. This device remains in service. No adverse patient effects were reported. Additional information was received that this patient is reported to be deceased. The device was explanted and returned to boston scientific.